Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 would not accept force feedback instruments. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 because usm failed to recognize force feedback instruments. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Usm 1 was analyzed. Failure analysis confirmed but could not replicate the reported issue. Errors 22035, 23924, 23902 and 23920 pointing to universal surgical manipulator (usm) 1 were found upon reviewing logs. Upon visual inspection, no issues were found that would be related to the reported event. No sign of fluid intrusion or contamination was found inside the carriage. The unit was installed onto a golden system and functioned as expected. Failure analysis attempted to exercise the usm with multiple force feedback instruments but could not replicated the issue. The unit was then installed onto an in-house system and passed all relevant testing. Since the usm passed with all the in-house force feedback instruments, the error could have been the result of instrument failure on the field. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.